Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 450 mg/dl. The customer reported that they treated high blood glucose level by blousing. The customer did not mention any symptom related to high blood glucose level. The customer also reported that the insulin pump had a motor error and they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.